Event description:
It was reported that after the li61se intraocular lens was inserted into the patient's right eye, the surgeon noticed that the trailing haptic was bent. During the removal of the lens the incision was enlarged and a slight iris hyphema was observed. Another lens of the same model was implanted successfully. According to the surgeon the cause of the event was a loading error. The patient's prognosis is very good. Please reference MDR# 1119279-2012-00271 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.